Event description:
A healthcare professional reported that probe could not cut before vitrectomy surgery. The condition of aspiration was normal. The surgery was completed on the same day. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).